Manufacturer narrative:
D2 field corrected. Please refer to the attached analysis report.

Event description:
Reportedly, when a power-on 3g adapter and the subject home monitor were connected through a phone line, the leds on the 3g adapter lighted but the status led on the monitor did not. No change was observed after ten minutes. The reported events were reproduced by the distributor on (B)(6) 2019.

Manufacturer narrative:
The event date and the sequence of events were corrected.

Event description:
Reportedly, when a power-on 3g adapter and the subject home monitor were connected through a phone line, the leds on the 3g adapter lighted but the status led on the monitor did not. No change was observed after ten minutes. The reported events were reproduced by the distributor on (B)(6) 2019.

Event description:
Reportedly, the status led of the subject home monitor remained red during the pairing process and the process could not be completed.